Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 24 may 2024. It was reported by hamilton medical inc, that on 23 may 2024, during a flight, a hamilton t1 ventilator (sn (B)(6)) stopped ventilating and was sending out erroneous numbers on the venilator. One of the medics at our base has photos of the error code and the numbers. No other information available up to date. According to the available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported by hamilton medical inc, that on (B)(6) 2024, during a flight, a hamilton t1 ventilator (sn(B)(6)) stopped ventilating and was sending out erroneous numbers on the venilator. One of the medics at our base has photos of the error code and the numbers. No other information available up to date. According to the available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.